Event description:
¿It was reported that the video system center displayed a scope communication error (b30). The issue was found during a diagnostic colonoscopy procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.